Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a external damage to the thermocool® smart touch® sf bi-directional navigation catheter was suspected. It was reported that after left pulmonary veins ablation, the contact force value and vector display were not displayed; error 106 occurred. It is possible that the force was applied too strongly, and the tip was damaged, causing blood to flow into the tip of the catheter, leading to the error. The cable was changed but the issue did not improve, when the thermocool® smart touch® sf bi-directional navigation catheter was changed, error 106 was resolved. The procedure was completed without patient's consequence. The customer¿s reported ¿force issue¿ was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. The customer¿s reported issue of damage to catheter tip which allowed blood to flow into the catheter was assessed as an MDR reportable malfunction since the integrity of the device was not maintained. On 5/20/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified a red color observed under the pebax. The returned condition was specifically assessed as not reportable since external damage was not observed. However, the file remains MDR reportable for the customer¿s reported event.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and external damage to the thermocool® smart touch® sf bi-directional navigation catheter was suspected. It was reported that after left pulmonary veins ablation, the contact force value and vector display were not displayed; error 106 occurred. It is possible that the force was applied too strongly, and the tip was damaged, causing blood to flow into the tip of the catheter, leading to the error. The cable was changed but the issue did not improve, when the thermocool® smart touch® sf bi-directional navigation catheter was changed, error 106 was resolved. The procedure was completed without patient's consequence. On 5/20/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified a red color observed under the pebax. The returned condition was specifically assessed as not reportable since external damage was not observed. However, the file remains MDR reportable for the customer¿s reported event. On 6/1/2020, during a second visual inspection, the catheter was inspected and a reddish material was observed under the pebax and a ¿hole¿ was found. The finding of a hole has been assessed as an MDR reportable malfunction and was reported as an h6. Device code of 1504 (material puncture / hole) from the customer's reported event. Device evaluation details: the device evaluation has been completed. The device was visually inspected and a red color was observed under the pebax. A second closer inspection was performed and reddish material was observed under pebax along with a hole in the pebax. Then, the magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding blood in the tip was confirmed. There was a previous investigation to reduce magnetic and force sensor internal issues. However, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).